Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio stmay have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to explant an infected mesh. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015, patient underwent repair of location/type hernia. As alleged, a bard/davol ventrio st mesh was implanted in patient during this repair. On (B)(6) 2015:the patient underwent surgery to explant an infected hernia mesh. During the surgery, the infected soft tissue and abdominal mesh were excised. ¿the prosthetic mesh was encountered. This was removed as it was intimately involved with the infection.¿ the patient continues to experience complications related to the ventrio st mesh. She will likely require additional surgeries to repair the damage from the product. As alleged, the ventrio st mesh implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured. Has sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventrio st mesh.